Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0fge1, implanted, (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that a message was being displayed on the clinician programmer when trying to do both electrode and therapy impedance measurements. The message indicated that settings were too low to run impedances. The patient was set at 3.7v, 90us, 185hz, and were not using interleaving. The caller was able to get a therapy z measurement of 1100 ohms with about 2.4/2.5 ma. Technical services was unable to explain why this message was occurring since the patient's settings were not low and should not have triggered this type of message. The caller they tried to address these impedance issues in september 2017 by replacing the ins and extension. They thought that the issue had been resolved, but now they are planning on replacing the lead today due to continued impedance issue. Caller was planning on trying another clinician programmer to see if impedance measurement could be taken.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va0fge1, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the lead was replaced by the physician on (B)(6) 2017. The explanted lead was discarded by the hospital and was not returned to the manufacturer. The cause of the high impedances was unknown and the issue appeared to resolve after placement of the new lead. Intra-operative and post-operative impedance testing showed all reading within normal limits. No further complaints had been made by the patient or managing physician. There were no further complications reported or anticipated.